Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 4.00 mm x 12 mm nc emerge® balloon catheter was advanced for dilation. However, during initial inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different size non-bsc balloon catheter. There were no patient complications nor injury reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was tightly folded with blood in the wire lumen. Functional testing inflated the device to rated burst pressure (rbp), and the balloon held pressure for 5 minutes without leaking or losing pressure. Microscopic inspection found no damage or irregularities. Inspection of the remainder of the device found no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during initial inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different size non-bsc balloon catheter. There were no patient complications nor injury reported.